Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012751353 was returned and analyzed. No anomalies were identified during visual inspection of the array, shaft, and handle. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on electrode wire 1. Hipot testing revealed no anomalies. Further inspec tion and testing of the shaft was performed to verify the integrity of the catheter sub-components; an electrode wire was observed to be charred and kinked. In conclusion, the catheter failed the returned product inspection due to a charred and kinked electrode wire in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the pulseselect catheter, electrodes 8 and 9 on the pulseselect catheter appeared noisy on the electrogram and were not sensing signals or delivering energy. The catheter extension cable was replaced, but this did not resolve the issue. The catheter was replaced with a new pulseselect catheter and the issue was resolved. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.